Event description:
The report stated that the ligasure v sealer / divider handpiece was in use during a live donor nephrectomy. The ligasure handpiece was not sealing the vessels to which it was applied, but the system was sounding the sealing cycle end tone. The surgeon used another ligasure v handpiece to complete the surgery. There was no patient injury.

Manufacturer narrative:
Date of initial report: may 16, 2008. To date the incident sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained. A follow-up report will be submitted.